Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 states that this lead was dislodged. Patient had reported feeling lightheadedness and was brought in for device interrogation. Device interrogation was found to have an intermittent capture and varying diagnostics. Patient brought in today to revise lead. Procedure went well and patient tolerated. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).